Manufacturer narrative:
Unable to confirm battery cap cracked and damaged due to missing battery cap. Pump received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted. (B)(4).

Event description:
It was reported that the spring in the battery compartment on the customer's insulin pump is not functioning, and tape has to be used to hold it in place. It was also reported that the insulin pump memory is not working and insulin is not being delivered. Troubleshooting occured, advised insulin pump would be replaced.